Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, g1 (manufacturing site name). Corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hip fx case, the surgeon began using reclaim monobloc instruments per technique. The surgeon used the entry reamer followed by the 12mm standard distal reamer, 13mm standard distal reamer, and 14mm standard distal reamer. The 14mm standard distal reamer had good cortical engagement and was used for trialing. Surgeon proceeded to use the proximal reamers sequentially starting with the 12mm standard proximal reamer, the 13mm standard proximal reamer, and finally the 14mm standard proximal reamer. Surgeon attached the standard trial neck and the trial 36mm x 1.5mm head. Surgeon reduced the hip and performed range of motion. The surgeon requested implants to match the trials. Surgeon removed the head trial and the neck trial. Surgeon began the removal of the 14mm standard distal reamer and was not able to remove it. Surgeon proceeded to use the power reamer and was not able to remove the 14mm standard distal reamer. Surgeon tried the slap hammer and was unsuccessful. Surgeon then tried the t-handle from the reclaim monobloc instrument set unsuccessfully. The surgeon decided to leave the 14mm standard distal reamer in patient, reattach the standard neck trial, and reattach the 36mm x 1.5mm head trial. These instruments were used as implants in the patient and the patient was closed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that during hip fx case surgeon began using reclaim monobloc instruments per technique. The surgeon used the entry reamer followed by the 12mm standard distal reamer, 13mm standard distal reamer, and 14mm standard distal reamer. The 14mm standard distal reamer had good cortical engagement and was used for trailing. Surgeon proceeded to use the proximal reamers sequentially starting with the 12mm standard proximal reamer, the 13mm standard proximal reamer, and finally the 14mm standard proximal reamer. Surgeon attached the standard trial neck and the trial 36mm x 1.5mm head. Surgeon reduced the hip and performed range of motion. The surgeon requested implants to match the trials. Surgeon removed the head trial and the neck trial. Surgeon began the removal of the 14mm standard distal reamer and was not able to remove. Surgeon proceeded to use the power reamer and was not able to remove the 14mm standard distal reamer. Surgeon tried the slap hammer and was unsuccessful. Surgeon then tried the t-handle from the reclaim monobloc instrument set unsuccessfully. The surgeon decided to leave the 14mm standard distal reamer in patient, reattach the standard neck trial, and reattach the 36mm x 1.5mm head trial. These instruments were used as implants in the patient and the patient was closed. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the white plastic handle was broken in two pieces. The broken fragments were returned for evaluation. Previous investigations found based on the data acquired during failure analysis, the t-handles are cracking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was conducted using a sample hudson adapter and it revealed the hudson connection at the base of the device was able to successfully assemble and the retain the adapter. The complaint condition was not replicated. A dimensional inspection was not conducted due to not being applicable to the complaint condition the overall complaint was not confirmed as the observed condition of the excel t-handle would not have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ag0400) provided is not a valid finished goods lot#. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that during hip fx case surgeon began using reclaim monobloc instruments per technique. The surgeon used the entry reamer followed by the 12mm standard distal reamer, 13mm standard distal reamer, and 14mm standard distal reamer. The 14mm standard distal reamer had good cortical engagement and was used for trialing. Surgeon proceeded to use the proximal reamers sequentially starting with the 12mm standard proximal reamer, the 13mm standard proximal reamer, and finally the 14mm standard proximal reamer. Surgeon attached the standard trial neck and the trial 36mm x 1.5mm head. Surgeon reduced the hip and performed range of motion. The surgeon requested implants to match the trials. Surgeon removed the head trial and the neck trial. Surgeon began the removal of the 14mm standard distal reamer and was not able to remove. Surgeon proceeded to use the power reamer and was not able to remove the 14mm standard distal reamer. Surgeon tried the slap hammer and was unsuccessful. Surgeon then tried the t-handle from the reclaim monobloc instrument set unsuccessfully. The surgeon decided to leave the 14mm standard distal reamer in patient, reattach the standard neck trial, and reattach the 36mm x 1.5mm head trial. These instruments were used as implants in the patient and the patient was closed. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the white plastic handle was broken in two pieces. The broken fragments were returned for evaluation. ¿ previous investigations found based on the data acquired during failure analysis, the t-handles are cracking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. ¿ a functional test was conducted using a sample hudson adapter and it revealed the hudson connection at the base of the device was able to successfully assemble and the retain the adapter. The complaint condition was not replicated. A dimensional inspection was not conducted due to not being applicable to the complaint condition the overall complaint was not confirmed as the observed condition of the excel t-handle would not have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ag0400) provided is not a valid finished goods lot# corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 (health effect - impact code & clinical code, medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.